Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery (sfa) that was heavily calcified. The emboshield nav6 was advanced crossover into the distal sfa. When the loaded filter was "stretched" [opened], it did not "stretch" [open] properly against the vessel wall to cover the vessel's circumference, so it could not be used. The filter was pulled out and a non-abbott filter was used. The filter was correctly loaded at the beginning of the intervention. There were no adverse patient effects. There were no reported adverse patient effects and no clinically significant delay in the procedure. Return device analysis on 9/7/2023 indicated delivery catheter (dc) pod was torn from its distal end, for a length of 5mm. Follow-up with the account confirmed the dc pod was torn when the emboshield was pulled back into the catheter. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed. The reported deployment failure was unable to be confirmed with the returned delivery catheter due to the damage noted. The torn dc pod was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported deployment difficulty. It may be possible that anatomical conditions, which were described as heavily calcified prevented the filter from fully expanded contributing to the reported deployment failure. The additional damage (torn pod) noted to the delivery catheter may have occurred when the filter was retracted back into the delivery catheter during removal of the system; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.